Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a severely tortuous and calcified lesion located in the mid cx exhibiting 90% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. The lesion was predilated. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent dislodgement occurred during removal after failed delivery. The device was removed from the patient using a capture device. Patient status is alive.